Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that approximately 12 months post-implant of a bifurcated device and a suprarenal aortic extension, the patient presented with unknown endoleak and expired allegedly due to aortic rupture. Reportedly, the patient's aneurysm had increased since index procedure. A cta was performed indicating contrast outside the graft, but the source of the endoleak could not be identified. The patient was admitted into the hospital and expired during an emergent procedure in an attempt to resuscitate.

Manufacturer narrative:
Actual device was not returned, hence no device evaluation was performed. The reported event is confirmed based on the case images and medical records that show a proximal endoleak associated with thrombus, calcified and a widely dilated neck. Based upon the investigation findings, a root cause for the reported endoleak could not be definitely identified, but patient anatomy and morphology that included thrombus, and a calcified and widely dilated neck, appear to be the likely cause based on the clinical assessment. No product issue was identified in the investigation. The manufacturing record review did not reveal any issues or deviation that would explain the reported event. The lot usage history shows that no other units from this lot have been involved in any similar complaint. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.